Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed infusion set and cartridge to resolve the issue. Customer's blood glucose was 393 mg/dl. As occlusions occurred in past, tandem technical support could not determined cause of blockage.